Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: plaintiff is unsure of device location") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain and cramping"), dyspareunia ("painful intercourse"), abdominal distension ("severe abdominal bloating"), pelvic pain ("pelvic pain"), alopecia ("excessive hair loss"), gingival pain ("gum soreness"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and back pain ("lower back pain"). At the time of the report, the device dislocation, genital haemorrhage, abdominal pain, dyspareunia, abdominal distension, pelvic pain, alopecia, gingival pain, fatigue, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, vaginal discharge and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, gingival pain, menorrhagia, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient never experienced any of the reported conditions prior to receiving the essure implant. Diagnostic results: on unknown date : hysterosalpingogram : confirmed satisfactory placement of both essure coils and full occlusion of both tubes. On (B)(6) 2015, essure confirmation test was conducted. Result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-nov-2018: plaintiff fact sheet received. New reporters added. Patient demographic information added. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Essure insertion date updated to (B)(6) 2015. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migration of essure device location of device: plaintiff is unsure of device location, dysmenorrhea (cramping), ) vaginal discharge, lower back pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.